Event description:
It was reported that the patient was not getting an adequate stimulation coverage. The patient underwent an ipg replacement procedure and was doing well postoperatively. The old ipg was replaced with a magnetic resonance imaging (MRI) compatible ipg. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.